Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a latch lock flex sensor. As a result, latch/lock flex sensor, delaminated downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed to recognize when it was locked with the key. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, and no patient injury was reported.